Event description:
The caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark, indicating it wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The customer attempted using different adapters and cables without success. Tandem technical support decided to replace the pump and provided instructions for returning the malfunctioning device. The customer understood and acknowledged the steps necessary to receive and set up the new pump, including the use of a backup insulin pump to prevent any interruption in insulin delivery.